Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited in the monitor a lot of streaks and has a green/purple image. The issue was identified at inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, h2, h3, h4, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is green. Based on the results of the investigation, it is likely the following led to the malfunction the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.